Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2019. The cause of expiration was not provided. There were no reported device issues or malfunctions. No alarms were reported for this event. The device was not explanted for evaluation.